Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two sprinter legend rx ptca balloon catheters to treat a moderately tortuous and calcified lesion exhibiting 60% stenosis located in the mid circumflex (cx) artery. Both devices were inspected with no issues. The lesion was pre-dilated. Negative prep was performed with no issues. Resistance was encountered when advancing both devices, however, excessive force was not used. The devices did not pass through a previously deployed stent. An attempt was made to treat the lesion with a 3.0x12mm sprinter legend balloon. It was reported that a balloon burst occurred on the third inflation at 10atm. An attempt was then made to treat the lesion using a 2.5x20mm sprinter legend balloon. It was reported that a balloon burst occurred on the second inflation at 12atm. The patient is reported to be alive with no injury.

Manufacturer narrative:
The devices were being used to pre-dilate the lesion. It was reported that the devices were re-positioned prior to the burst. A sudden drop in pressure was noted on the inflation device. The physician continued the procedure using a non-medtronic balloon to pre-dilate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with blood visible in the balloon and inflation lumen. Deformation was evident to the distal shaft approx. 3.5cm to 14cm distal to the guidewire entry port. The support wire appeared kinked. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length at the proximal markerband. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a burst site on the balloon material distal to the balloon proximal cone. Lead in scratches were evident proximal to the burst site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.